Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't found any other complaint on lot number. On december 2025, we received supplier's investigation which mentioned: the end user reported that the guide wire was perceived as excessively stiff, particularly at the flexible tip, and attributed this to the kidney perforation events. However, the guide wire type involved is documented as the least stiff variant among the four accoat guide wire options, though it is also one of the thickest. This combination may have contributed to the perception of stiffness during clinical use. This suggests that the guide wire selected may not have been optimal for the procedure. A straight tip has a higher perforation risk than a j tip. The absence of product samples limits the ability to perform direct mechanical testing or visual inspection to confirm the reported issue. Batch reviews of lots 37180 and 34554 revealed no irregularities, and both complied with final inspection requirements. No deviations in manufacturing processes, packaging, or inspection records were identified. A clinical assessment was performed and concluded: "double loop ureteral stent kits and seldinger guidewire are routinely used in urological practice. This type of medical device must only be used by trained and experienced professionals. The ifus emphasizes the need to introduce the guidewire with the flexible tip first and to advance it slowly and cautiously, under fluoroscopic guidance. Urinary tract perforation during guidewire use has been attributed to the stiffness of the guidewire flexible end by the complainants. Nevertheless, we cannot exclude iatrogenic causes in the event of procedural deviations from the IFU such as: - advancing the guidewire with excessive speed or force. - introducing the stiff tip of guidewire first. - introducing the ureteral catheter up to the kidney instead of ureteral meatus." A similar case study was performed based on "seldinger guidewire", on the same defect from august 2021 to august 2025: 1 similar case was found.

Event description:
According to the available information, the event was perforation related. No further information was provided.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information, the event was perforation related. No further information was provided.